Event description:
The customer reported that while pipetting on summit the technician noticed excess bubbles in wells a1 through h1 and b2 through h2 on the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.